Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the flutes were damaged. The device was also confirmed to be fractured. Dimensional analysis of the product determined it was conforming to print specifications. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of over seven (7) years and exhibits signs of repeated use, the root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in singapore. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty while the surgeon was using the bone screw drill, the drill bit fractured and became lodged in the patient's tibia. The drill bit was able to be removed after several minutes. No adverse events were reported as a result of this malfunction.